Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the battery would not charge despite using multiple adapters and usb cables. Customer's blood glucose was 420 mg/dl. Customer reverted to injections for alternate insulin therapy.